Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. The reporter alleged that the pump's vibratory feature was not functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked. Moisture corrosion was observed inside the battery compartment. A leak test was performed and a leak was found at the crack in the battery compartment. The returned battery cap coin slot was found to be worn/damaged. A test battery cap was able to be fully secured to the pump and was used to complete the investigation. The complaint that the pump¿s vibratory feature was not functioning was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.